Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2267 while using the homechoice (hc) during fill 3 of 4. Gts explained that a mixture of air and fluid had entered into the disposable set. Gts had the patient cycle power, and advised them that therapy had ended and that they would need to start over with new supplies or finish with a manual exchange. The patient elected to finish with manual supplies. Product surveillance spoke with the patient. The patient stated they did not remember seeing any visual defects with the supplies. The patient stated that she was able to finish therapy that evening using manual supplies. The patient stated that after starting over with new supplies no further issues were found. The patient stated that she have already disposed of the supplies and no further information is available at this time. The patient also stated no companion samples were available. The patient then stated that she is currently performing therapy without any complications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known, therefore no device evaluation or batch review can be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2267 was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.